Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: dizzy and thirsty. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. At the time of the call the nurse stated the customer was feeling dizzy and extremely thirst. Nurse stated she was going to take customer to the hospital. No further information was able to be obtained.